Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had reset the time and date each time the battery was replaced. Three reset error alarms and two history error alarms were noted in the alarm history. The customer did not recall the blood glucose reading. She stated that the insulin pump had not been stored or out of use for an extended period of time. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a21 alarms noted. No a17 alarms, time or date reset noted. The insulin pump had minor scratches on the lcd window.